Event description:
It was reported that, during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low out of range shock impedance measurements. A commanded shock was performed in order to evaluate the system and the same measurements were displayed. It was clarified that the patient had a high body mass index (bmi) and it was suspected that the clinical condition of the patient was influencing the impedance measurements. It was decided to keep the system implanted and continue monitoring the patient. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field, h6: device codes.

Event description:
It was reported that, during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low out of range shock impedance measurements. A commanded shock was performed in order to evaluate the system and the same measurements were displayed. It was clarified that the patient had a high body mass index (bmi) and it was suspected that the clinical condition of the patient was influencing the impedance measurements. It was decided to keep the system implanted and continue monitoring the patient. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that a battery depletion alert was displayed. Due to this, suspicions of premature battery depletion were raised. A request was made to have data from this device analyzed. Data analysis results were not able to confirm if premature battery depletion is present or not. Suspicions of contact with a magnet were raised. A follow was performed, initially the alert remained, however, after session closure and new interrogation the premature battery depletion (pbd) message was no longer present. The audible tones of the device were tested which were successful. The patient clarified that they had the phone really close to the device at the time of the initial alert. Final analysis of technical services was not conclusive, it was decided to treat it as a premature battery depletion and device explant was recommended. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H6: impact codes. Additional information was added to the following fields: b5: describe event or problem field. H6: device codes.

Event description:
It was reported that, during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low out of range shock impedance measurements. A commanded shock was performed in order to evaluate the system and the same measurements were displayed. It was clarified that the patient had a high body mass index (bmi) and it was suspected that the clinical condition of the patient was influencing the impedance measurements. It was decided to keep the system implanted and continue monitoring the patient. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that a battery depletion alert was displayed. Due to this, suspicions of premature battery depletion were raised. A request was made to have data from this device analyzed. Data analysis results were not able to confirm if premature battery depletion is present or not. Suspicions of contact with a magnet were raised. A follow was performed, initially the alert remained, however, after session closure and new interrogation the premature battery depletion (pbd) message was no longer present. The audible tones of the device were tested which were successful. The patient clarified that they had the phone really close to the device at the time of the initial alert. Final analysis of technical services was not conclusive, it was decided to treat it as a premature battery depletion and device explant was recommended. This system remains in service. No adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device is expected to be returned for analysis. No further adverse patient effects were reported.